Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists right heart failure, respiratory failure, cardiac arrhythmia, neurological event (not stroke-related), and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism and arrhythmia as a potential late postimplant complication. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Lastly, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Both the IFU and the patient handbook, describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14sep2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to pain in the low right extremity that was revealed to be caused by a deep vein thrombosis (dvt). Upon admission, the patient also tested positive for covid. The patient was placed on a high intensity heparin infusion for the dvt and the covid symptoms were monitored. On (B)(6) 2021, the patient was initiated on milrinone due to right ventricle (rv) dysfunction. On (B)(6) 2021, the patient was transferred to the critical care unit and switched from milrinone to dobutamine and levophed. On (B)(6) 2021, the patient's abdomen was distended and firm. Kidney, ureter, and bladder (kub) x-ray revealed an ileus. The patient continued to decline clinically with elevated ammonia, creatinine, and white blood cell count. The patient experienced altered mental status on (B)(6) 2021 that required inotropic support. A computed tomography (CT) done on (B)(6) 2021 revealed multifocal right greater than left inflammatory airspace disease, multiloculated abscess with air and fluid throughout the right abdomen, and bowel dilation suspicious for obstruction. A computed tomography (CT) guided visceral drain was inserted on (B)(6) 2021 for the obstruction. The patient continued to have a clinical decline and had to be intubated on (B)(6) 2021 for worsening respiratory distress. Hypotension progressed with the patient maxed on levophed, vasopressin, neo-synephrine, and epinephrine. The patient's family was notified of the patient's poor prognosis. The patient coded on (B)(6) 2021 with no pulses on doppler and low flow on the ventricular assist device (vad). The patient was treated with medication, but persisted in ventricular tachycardia with no promising signs of recovery. The patient passed away on (B)(6) 2021 and the vad was turned off.